Event description:
This event was reported to merz (B)(4)., on (B)(4) 2012: a pt was injected with radiesse dermal filler to the nl folds, perioral and marionette lines on (B)(6) 2012. The pt developed swelling, redness and crusting (not black) on (B)(6) 2012. The pt visited a general practitioner the following day. And was diagnosed with impetigo on the right side. The pt was prescribed flucloxacillin 250 mg (antibiotic). On (B)(6), the pt informed nurse injector, (B)(6); the pt indicated it was improving.

Manufacturer narrative:
The radiesse dermal filler had been mixed with 0.3 ml of 1% lidocaine. The radiesse device history records for 1027771 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. No add'l info has been provided at this time.